Event description:
A report was received that the patient was having discomfort at the generator site. The patient underwent a revision procedure wherein the ipg was moved a bit higher. No device malfunction was suspected. The patient was reportedly doing well postoperatively

Manufacturer narrative:
.